Manufacturer narrative:
(B)(4). Additional information, including x-rays and patient details was requested in order to progress with the investigation of this event, however, this information is not available and thus our investigation is limited. The explanted devices have been returned to corin and will be reviewed, details of this review will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Cormet revision after approximately 14 years and 10 months due to pain and elevated cobalt and chromium ion levels.

Manufacturer narrative:
Per -2327 final report additional information, including x-rays and patient details was requested in order to progress with the investigation of this event, however, this information is not available and thus our investigation is limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The explanted devices were returned to corin and examination of these devices did not present any obvious failure modes or abnormal device characteristics and there were no signs of gross wear on the bearing surfaces of the cormet implants. Both the cormet cup and head exhibited surface characteristics expected of an implant which had been in use for approximately 14 years and 10 months. The corin devices were coupled with a taper conversion sleeve (manufacturer unknown) and were combined with an off-label stem. Based on the information provided, no further investigation can be conducted and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision after approximately 14 years and 10 months due to pain and elevated cobalt and chromium ion levels.